Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the customer had been having high blood glucose. Customer's blood glucose was 500 mg/dl. Caller stated that the customer has treated with manual injections, which temporarily fixes the problem. Caller stated that the customer had ketones and they have contacted their health care provider about their high blood glucose. Caller stated that the drive support cap appears normal. Caller reinserted the reservoir and ran a manual prime. Caller stated that the insulin did exit the tubing. Customer had a low reservoir and no delivery alarm in the alarm history. Customer was advised that a tubing clamp will be sent. Customer was advised to do a complete set change. It was explained that the high blood glucose may be due to hormones or other medications. Caller was advised that the customer might want to try a longer cannula. Caller was advised to discuss with the doctor.